Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "ECG lead" issue. The fse tested the iabp with a trainer and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
Customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient it stopped cycling. The ECG would drift and no signal would appear on the screen. Customer exchanged with another cs300. No patient harm or serious injury was reported.